Manufacturer narrative:
A partial lead with the [pin/tip] measuring 45.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise episodes on the right ventricular lead. Programming changes were previously made. Patient opeted for total system extraction without reimplant. During procedure, the stylet was unable to be removed from lead. Patient was stable post procedure.